Event description:
Covidien received information of ventilator with an erratic lower display. There was no patient involvement.

Manufacturer narrative:
The covidien field service engineer (fse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, extended self testing (est), short self tests (sst), performance verification testing (pvt), and electrical safety tests. (B)(4).